Manufacturer narrative:
Device is a combination product.

Event description:
It was reported that stent damage occurred. A 4.00 x 38mm synergy drug-eluting stent was advanced for treatment. However, the device failed to cross the lesion and when it was checked outside the patient's body, it was noticed that the stent distal edge got flared. The procedure was completed with another of the same device. No patient complications were reported.